Event description:
It was reported that the insulin pump alarmed motor error during basal rate delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is not able to complete the rewind sequence. It was stated that then a motor position encoder error alarm occurred when trying to rewind the insulin pump. Blood glucose value is 292 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to cracked motor flex cable. The insulin pump was unable to confirm alarm in alarm history due to motor error alarms. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.